Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2024. During the procedure, the six of the seven bands prematurely deployed after attempting to deploy one band. The device was removed and replaced with a new one; however, the same problem happened. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: videos of the complaint devices which were used during the procedure inside the patient were provided by the customer and shows the band prematurely deployed before the tissue was completely suctioned.